Event description:
Pt found between right siderails with abduction pillow between legs; arms resting on siderails with head turned to the left; left arm was in a sling, sling caught on side rail and found across pt's neck. Bed had 4 side rails up. Pt found without a pulse or respiration. Pt was resusitated and transferred to the ICU. Pt was intubated and unresponsive. Pt had been admitted to the hosp in 2005 post a fall. Pt suffered a fracture of their left femoral neck and left proximal humerus. Pt had a total hip replacement three days later. Pt had been having post operative confusion due to encephalopatly likely multi-factorial. Post the event, CT scan of chest performed to rule out pe, scan showed no acute eent or pe, head CT showed no cva. Pulomonary consult notes findings of acute respiratory failure uncertain cause, s/p cardiopulmonary arrest, atrial fibrillation, altered mental status probably related to hypoxic encephalopathy and questionable asphyxiation injury. Pt expired eight days later. Case referred to medical examiner. Report is pending.